Manufacturer narrative:
Block h6: device code a020503 is selected to represent the reportable event of packaging seal compromised.

Event description:
It was reported that during the procedure, the seal of the scope was compromised. To complete the procedure, a new scope was used. There were no patient complications reported.